Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Corrected data:

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. It was noted that the impedance had gradually increased over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.